Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 19.5 mmol/l (351 mg/dl) while wearing the pod between 36 and 48 hours on the hip/buttocks area. A correction was administered using the pod but the bg levels did not decrease. The pod was removed and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
No kinks were observed on the exposed portion of the soft cannula during investigation. Fluid path test was conducted, and fluid was able to exit the distal tip of the soft cannula with no issues. The data downloaded from the device did not show any timeouts or drive stalls during the run.per additional information provided, the following were updated. D4 - model no changed from 14810 to 19191. D4 - lot no changed from blank to l44680. D4 - catalog no changed from zxy425 to zxp425. D4 - expiration date changed from blank to (B)(6) 2020. D4 - unique identifier (UDI) # changed from blank to (B)(4). G5 - PMA/510(k) # changed from k122953 to k162296. H4 - device mfg date changed from blank to (B)(6) 2019.